Manufacturer narrative:
According to sophysa in-house process, the probe (B)(4)/d0112 has been analyzed by the quality control laboratory. The traceability documents do not show any performance abnormality or any causality. Sophysa's manufacturing process includes a icp sensors 100 percent final control. Internal documentation shows that the returned probe correctly satisfied final control requirements. A visual inspection shows that the catheter is cut and an significant part is missing, indeed only the dongle shell and one part of the catheter have been returned. The sight shows that connection pins are not in the axis of the electronics card. Indeed, a deviation of the pins is visible when looking at the dongle shell on the side. This deviation of the connection pins explains the appearance of this event, involving connection difficulties noted by the user. This deviation doesn't make the connection impossible but makes the manipulation a bit difficult. As noted in the product IFU :"do not perform the implantation of a monitoring catheter without having a replacement kit available in case it is required." The assignable cause is an isolated case of inclination of the pins. As a result an incoming inspection of the 100 percent electronic cards has been implemented to guarantee the absence of pins diversion. Finally, the event did not contribute to a serious injury within the meaning of 21 cfr part 820. Indeed, the patient consequences do not necessitates medical intervention to preclude permanent impairment of function and do not result in permanent impairment of a body function.

Event description:
The catheter could not plugged into the catheter extension cable.

Manufacturer narrative:
The probe has been returned by distributor on august 08th, 2017. The analyze has not begun. Internal documentation shows that icp probe has been manufactured in accordance with quality requirements. Further investigation will make it possible to know the causes of the appearance of this incident.

Event description:
The catheter could not plugged into the catheter extension cable.